Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower system lost power and all drawers are unlocked. The customer mentioned that tower doors for patient specific medications was not opening, it made a clicking sound but would not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system lost power and all drawers were unlocked. A field service engineer (fse) noted that the tower door was not operating properly, with latches clicking. The pharmacy requested that all latches be replaced. The fse replaced latches, configured the device, recovered, completed proactive inspection process of tower, tested all doors, checked lights and connections and resolved the issue. The system functioned as intended after the field service engineer repaired the device.